Event description:
Reported to fresenius kabi: "propofol infusion - nurse "got locked out of pump'. With some questioning, [fresenius kabi rep] asked if the set was "locked in the pump'? Or was it 2 red flashing alarms saying pump problem or service needed? She said it was pump problem with the red flashing lights and they could not "clear the alert'. Patient started to "wake up on the ventilator" and they were able to get patient on another pump quickly enough to resolve. No patient harm. They were able to power the pump down to full shut down. Issue occurred while using lvp-0004 s/n (B)(6) ." A preliminary review of the device logs indicates the following: over infusion condition (safe state 1) (set issue) safe state 1 alarm prevents user from being able to keep using the pump safe state 1 keeps the red leds flashing, and the alarm keeps returning after some time after being acknowledged unless the pump is powered down fully. Fresenius kabi has an active investigation opened to review the issue which was further escalated by recalling a single identified lot# of the administration set, which was reported to the FDA via a field corrective action on august 2, 2024. Additional information is needed to complete the investigation.

Manufacturer narrative:
Section d updated to align with the information listed on gudid.

Event description:
No product was returned and no lot number was provided for evaluation. A CAPA was opened to investigate the overinfusion alarms and a manufacturing defect for a single lot was identified which allowed an internal leak from one portion of the fluid path to another. The location of the leak bypasses the fluidic resistor, and therefore the "flow dial" is unable to stop the flow of fluid when outside of the pump. The leak results in the pump declaring one of the following 2 alarms: a) a "pump problem" fail-stop alarm (due to over-infusion detected by control system during infusion). B) a "tubing set problem" fail-stop alarm (due to a leak detected by control system during infusion). When the pump problem alarm is declared, the user is prompted to remove the administration set. If the user ejects the set without a slide clamp engaged the leakage will continue. If the set is connected to a patient at the time, the infusate will continue to be delivered to the patient. The investigation was able to confirm that a single lot was affected due to this manufacturing defect as the nest alignment issue was addressed before the production start of the next lot. The most likely root cause identified is: inadequate nest leveling installation carried out at contract manufacturing site which resulted in a degraded weld quality. Action plans have been developed to ensure proper nest alignment and verification via procedural and rmf updates, training and updated leak tests.